Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that recurring malfunction alarm 16 occurred daily since (b)(6)2026, causing pump to stop and customer¿s blood glucose to rise to a high level, although the exact value was unknown. Customer administered correction insulin injections using multiple daily injections and did not require help from any third party. Technical Support arranged for replacement pump under warranty, instructed customer to use multiple daily injections as backup.